Event description:
Reporter indicated a vns therapy pt experienced an infection post implantation. The pt underwent explant surgery, antibiotic treatment, and eventual re-implantation. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Murphy jv et. Al. "Vagal nerve stimulation in refactory epilepsy: the first 100 pts receiving vagal nerve stimulation at a pediatric epilepsy center." Arch pediatr adolesc med 157.: 560-564, 2003.